Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported from a veterinary facility, during a tibial plateau leveling osteotomy (tplo) on (B)(6) 2013, the oscillating saw attachment was running intermittently and leaking a brownish fluid. The surgeon was able to use another saw attachment to complete the procedure. It was also reported there was no adverse event to animal. This report is for a oscillating saw attchmt/large w/key for small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of intermittent operation was confirmed. The oscillating saw attachment was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6).